Event description:
The customer reported that the system's light #18 would not turn on during the boot up process and a fuse was tripped on the power supply. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fluoro functions printed circuit board was replaced. The system was tested and found to be working as intended and put back into service.